Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2011-06153. (B)(4).

Event description:
The surgeon reported while in the middle of a case an error message was received indicating that the feedback system was not working and that the intraocular pressure (iop) could be as high as 165 mmhg. On the screen, the iop indicator showed dashes instead of a number. At that point, the eye started to get soft. The angle of the cannula was adjusted and the infusion line was checked to make certain it was not clamped and had no kinks. The eye was still noted to be soft, so the surgeon injected balanced saline solution (bss) to maintain the pressure. The infusion then resumed flow, but the iop indicator still remained blank. The surgeon then noted that the eye was "too hard". The infusion line was removed once again and the eye was plugged. The iop indicator then came back on and the infusion line seemed to be flowing so it was reinserted into the eye. The infusion worked fine for a while, but seemed to stop working again later in the case. The infusion line was checked again for kinks and the angle of the cannula was adjusted and it started to flow once more. The case was then completed with no further incidents. There was no reported patient injury associated with this event.